Event description:
Information received from the intreped clinical database. Treatment of a left unruptured p-comm (posterior communicating) artery sidewall aneurysm measuring 4mm x 3mm. Post pipeline procedure, it was reported that the patient had left facial, brachial, and crural hemiparesis. It was reported that the patient went to the medical control on (B)(6) 2012 with mild motor deficit and a modified ranking in 2.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4)